Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that the pacing lead impedance was greater than the upper limit and the pacing threshold on the right ventricular lead had also increased. The lead was capped (B)(6) 2021 and replaced. The patient was stable before, during and after the procedure.